Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emt's visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, checking your blood glucose 7 / page 96. Warning: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 111: advises: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.

Event description:
The patient reported that his blood glucose had gone very low. He stated that, on the morning of (B)(6) 2018, his wife tried to check his blood glucose, as he was showing signs of a low, but could not get enough blood to perform a test. His wife provided him with two orange juices, two glucose tablets, and food but there was no change. The wife called emts (emergency medical technicians) who came to his house. He refused hospitalization but was treated via IV which brought his blood glucose up to 27 mg/dl. The patient had also mentioned having a level of 22 mg/dl. The emts used their meter, so he did not have any other numbers to provided. The patient felt that the bolus amount was wrong on his pdm (personal diabetes manager) and had been experiencing low blood glucose since starting to use this pdm, set up on (B)(6) 2018.